Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump experienced high blood glucose level and infusion set had leaks in tubing. The patient¿s blood glucose level was 530 mg/dl. Customer states that they already changed the set and it is working fine with no leaks. The product will not be returned for analysis.